Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they have been obtaining erratic cl results on multiple patient samples. Ccc sent the customer a different lot electrode. A siemens customer service engineer (cse) called the customer. The customer stated that cl was not calibrating. The customer changed the reference electrode. The cl calibration passed and the quality controls were within range. The cause of the discordant, cl results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.